Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm during normal use. The customer's blood glucose was unknown at the time of incident. The customer also mentioned that they received no delivery alarm. The customer did rewind but they were unable to go through troubleshooting. The insulin pump will not be returned for analysis.